Manufacturer narrative:
Customer's concern was verified upon physical inspection of returned cards. Labeling cautions the user to inspect the card prior to use to verify presence of gel and fluid. Each microtube should have a clear liquid layer on top of the opaque gel. Current labeling also alerts the user not to use cards if the gel matrix is absent or if the liquid in the microtube is at or below the top of the gel matrix. If gel is not present, cells will migrate to the bottom of the microtube during centrifugation. Reaction will appear negative. If user fails to detect missing components. A false negative result when performing blood grouping tests may lead to the potential transfusion of incompatible blood. Risk of death or serious injury is not remote.

Event description:
Customer states that 14 abd & rev grouping cards from lot 111903037-11 have no gel or very little gel on the d microtube. Foils are intact.